Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing, resulting in inappropriate atrial tachy response (atr) episodes. A request was made to have data from the patient's device analyzed. Data analysis showed high ra impedance measurements up to 2,380 ohms. Programming options discussed. There had been no actions or interventions performed or planned at that time. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that the device had been reprogrammed. Further troubleshooting and programming options were discussed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that a surgical revision was performed and the patient's device was explanted and replaced. This lead remains in service with the new device. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that an x-ray was performed which revealed that the terminal pin of this lead was not inserted completely in the device header. No interventions have been planned. No adverse patient effects were reported. The lead remains in service.